Manufacturer narrative:
The hill-rom technician replaced the casters to resolve the issue.

Event description:
Information received indicated that when the brakes were activated the casters would swivel.